Manufacturer narrative:
Reported event: the device was reported to be an anspach hd long attachment (110920), serial# (B)(4), with black liquid coming from the tube and a loose component in the tube. The issue was found after the case and the case was successful. Device evaluation and results: visual inspection: visual inspection did not show any liquid coming from the long attachment. A long q-tip pushed all the way through the bore of the attachment did not come out with any black liquid. Further inspection did show that one of the bearings had become dislodged inside the bore and depending on the angle of the attachment it could obstruct entry of the burr. Dimensional inspection no dimensional inspection was performed as the visual inspection clearly showed that the bearing was loose in the bore of the attachment. Functional inspection with the dislodged bearing block the bore of the attachment it would prevent the cutting bore from passing through it and therefore it could not perform its function. Device history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the anspach hd long attachment having black liquid coming out of it with a blockage inside of the attachment and the assumption that a bearing had failed. There has been 4 other similar events for the referenced part number including complaints (B)(4). Tracking of complaints related to the 110920 anspach long hd will be tracked through quarterly trend request #866. Conclusions: the failure mode of a loose component was confirmed however the black liquid coming from the tube was not confirmed. The issue was found after the case and did not affect the successful outcome. Corrective action / preventive action: no further action is required at this time as this is a known failure mode.

Event description:
The surgeon was performing a parial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noiced that the bearings were broken and sitting inside the hd long attachment. It was also noticed that there was some contamination at the hd long attachment and burr motor locking mechanism interface.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noticed that the bearings were broken and sitting inside the hd long attachment. It was also noticed that there was some contamination at the hd long attachment and burr motor locking mechanism interface.